Manufacturer narrative:
An event of device stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient presented to urgent care approximately 9 months after valve implantation, and it was found that the patient had an increased aortic gradient of 25 mmhg related to device stenosis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - portico ng approval study, (B)(6). It was reported that on (B)(6) 2022, a 23mm portico ng/navitor valve was successfully implanted in a patient. The mean aortic gradient post-implant was 8 mmhg. The final non-coronary cusp implant depth is 3mm and final left coronary cusp implant depth is 5mm. On (B)(6) 2023, the patient presented to urgent care complaining of dizziness and palpitations. The patient was diagnosed via electrocardiogram with a new onset of atrial fibrillation. The decision was made to started the patient on a regimen of 5mg of eliquis. On (B)(6) 2023, the patient went in for their one year follow up and was found via transthoracic echocardiogram to have an increased aortic gradient of 25 mmhg. The gradient had increased when compared to the patient's baseline aortic gradient of 19 mmhg, and the post operative 30 day follow up aortic gradient of 12 mmhg. There was no treatment required/performed. Subsequent to the previously filed report, additional information was received that 23mm portico ng/navitor valve remains implanted. The new onset of atrial fibrillation is not believed to be related to the 23mm portico ng/navitor valve or implant procedure. The cause of the patient's increased aortic gradient is related to stenosis of the 23mm portico ng/navitor valve. There was no initial or prolonged hospitalization due to this events. There is currently no intervention planned due to the patient's increased aortic gradient. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study,(B)(6). It was reported that on (B)(6) 2022, a 23mm portico ng/navitor valve was successfully implanted in a patient. The mean aortic gradient post-implant was 8 mmhg. The final non-coronary cusp implant depth is 3mm and final left coronary cusp implant depth is 5mm. On (B)(6) 2023, the patient presented to urgent care complaining of dizziness and palpitations. The patient was diagnosed via electrocardiogram with a new onset of atrial fibrillation. The decision was made to started the patient on a regimen of 5mg of eliquis. On 30 august 2023, the patient went in for their one year follow up and was found via transthoracic echocardiogram to have an increased aortic gradient of 25 mmhg. The gradient had increased when compared to the patient's baseline aortic gradient of 19 mmhg, and the post operative 30 day follow up aortic gradient of 12 mmhg. There was no treatment required/performed.